Event description:
A malfunction was reported, identified by a code labeled malf 15. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. No events occurred prior to the malfunction, and the issue did not recur after the pump was reset. Technical support provided information on how to reset the pump, assisted with the process, and confirmed that the customer could continue using the pump. The customer was advised to contact support again if the issue recurs, and they acknowledged this guidance.